Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument wrist cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the reported complaint was not confirmed. The returned product did not exhibit the event described in the complaint. The instrument was inspected and no damaged or broken yaw and pitch cables were found. Additionally, not reported by the site, the instrument was found to have mechanical indentation damage to the proximal clevis and a bent hook tip. The instrument was found to have a broken conductor wire at the weld. The instrument was found to have thermal damage to the monopolar yaw pulley near the yaw pulley and conductor wire interface. Thermal damage is likely a result of the broken conductor wire at the weld. The material does not appear to have burnt off from the charring that occurred near the conductor wire. Components adjacent to the yaw pulley show thermal damage. There were signs of thermal damage to the conductor cap.